Manufacturer narrative:
Additional information: additional information provided by the hospital medical records indicated the patient had undergone a successful transfemoral tavr procedure in the aortic position. Satisfied with the valve position the pacer was turned off, the patient developed a brief episode of asystole (heart block). Subsequently, he was paced at 120 bpm followed by rapid decrease of the pacer rate to 60 bpm. The patient appeared to be pacer-dependent despite a relatively high position of the valve in the lvot. Follow up tee and a root aortogram demonstrated mild aortic regurgitation. Upon withdrawal of the esheath and after the proglide sutures were tightened, significant bleeding was observed from the site. Therefore, a 3rd proglide was deployed and manual pressure was applied which achieved hemostasis. A transvenous pacemaker was secured to the right neck. The patient was then extubated and transferred to the ccu for further management. The patient returned to base line rhythm of atrial fibrillation over night with no further issues. The temporary pacing wire was removed on pod1. The patient remained stable and was able to ambulate around the unit with physical therapy. The patient was discharged on pod 2. As such, the additional information obtained clarified that the injury previously reported in this MDR against the 26mm sapien 3 valve was reported in error. The procedure intervention noted in the initial report was referring to the progglide suture failure. A corrected supplemental report is being submitted as this event is no longer MDR reportable.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry, during the tavr procedure, the 26mm sapien 3 valve was deployed in the ascending aorta. Additional case information has been requested.